Event description:
It was reported, "dr. Was performing an upper endoscopy and tried to treat esophageal varices with the conmed auto bander. During deployment the bands on 4 different devices failed to fire. As a result, the patient was sent to the hospital. Patient is currently ok." Conmed corporation has not distributed this device since (B)(6) 2011. The manufacturer no longer operates under the name scandimed international. Per conmed sales representative the incident regarding this report occurred in either (B)(6) 2012. With the event occurring in either (B)(6), the utilized device exceeded its shelf life by either 9 or 10 months. Conmed is considering this complaint closed . This medwatch was for four (4) failed devices therefore is associated with the following four (4) medwatch reports: 1320894-2012-00053; 1320894-2012-00054; 1320894-2012-00055; and 1320894-2012-00056.

Manufacturer narrative:
Conmed corporation has not distributed this device since (B)(4) 2011. The manufacturer no longer operates under the name scandimed international. Per conmed sales representative the incident regarding this report occurred in either (B)(6) 2012. With the event occurring in either (B)(6), the utilized device exceeded its shelf life by either 9 or 10 months. Conmed is considering this complaint closed . This medwatch was for four (4) failed devices therefore is associated with the following four (4) medwatch reports: 1320894-2012-00053; 1320894-2012-00054; 1320894-2012-00055; and 1320894-2012-00056.